Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the surgeon was attempting to clip the cystic duct with the er320. The device would intermittently advance two clips at one time and other times would fire one clip, but the clips would not hold. Another er320 was opened to complete the procedure. It was reported the device was from lot number k47l6f. There was no consequence to the pt.